Event description:
Contact called stating that they suffered a laceration during actuation of the meter. When opening the case to troubleshoot a jam pt was cut by the knife that cuts the foil on the reagent disc. Contamination is unknown. Contact is visiting their primary care physician for consultation.